Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon placing the pinnacle liner into the pinnacle cup, the surgeon felt that after impaction, the liner didn't feel engaged. He felt the liner was loose compared to all of the other pinnacles. A new liner was opened and impacted. The surgeon felt the second liner was correct and firm. It was also indicated that there was a surgical delay of 5 minutes. Doe: (B)(6) 2021. Affected side: right hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the acetabular cup associated with this report was not received for examination. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a review of the device manufacturing records found no related deviations or anomalies. Device history review : a review of the device manufacturing records found no related deviations or anomalies.